Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation a catheter was received. The tube was found melted right at the beginning of the tube. The test guide wire went through the catheter without any resistance till the metal gear wheel. The aspiration could not be performed, the catheter stopped running after approximately 10 seconds. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the procedure, it was reported that the guidewire lost its tip. It was further reported that difficult to retract. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using rotarex. During the procedure, the guidewire was lose the tip. It was further reported that difficult to retract. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.